Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for herniated disc and spinal pain. It was reported that the patient's ins was in overdischarge. The manufacturer representative (rep) met with the patient the week of (B)(6) 2018, and they could not get the ins to reset so the ins is dead. It was noted the patient was in need of a MRI for chronic pain and sciatica; not to check the ins. Additional information was received on (B)(6) 2018 from the rep reporting that they were first made aware of the symptoms or device issues on (B)(6) 2018 and that was when they met with patient to get the device out of overdischarge. It was reported that patient started experiencing the symptoms and device issues related to the overdischarge in (B)(6) 2017. The had a return of pain. The MRI performed was confirmed to be unrelated to the device, and per patient request. Rep stated that there will not be further attempts to get the ins out of overdischarge. The cause of not being able to get the ins out of overdischarge was that they were unable to communicate with the recharger. The information was confirmed by the healthcare professional. No further complications were reported.